Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis, heart failure, ventricular fibrillation, and cardiac arrest. The reported death appears to be related to the heart failure. Mitral stenosis, heart failure, ventricular fibrillation, cardiac arrest, heart failure, and death are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient remained hospitalized due to the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, ejection fraction (ef) of 25%, and a mean pressure gradient of 1mmhg. Two mitraclip ntw clips were deployed on the mitral valve. A third mitraclip nt was then inserted and deployed on the mitral valve, reducing mr to a grade of 1 and the ef was reduced to 20%. However, after deployment, the mean pressure gradient increased to 7mmhg. On (B)(6) 2025, post procedure, the patient was reported to be stable. On (B)(6) 2025, the patient experienced ventricular fibrillation (vf) arrest and died.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, ejection fraction (ef) of 25%, and a mean pressure gradient of 1mmhg. Two mitraclip ntw clips were deployed on the mitral valve. A third mitraclip nt was then inserted and deployed on the mitral valve, reducing mr to a grade of 1 and the ef was reduced to 20%. However, after deployment, the mean pressure gradient increased to 7mmhg. On (B)(6) 2025, post procedure, the patient was reported to be stable. On (B)(6) 2025, the patient experienced ventricular fibrillation (vf) arrest and died.